Event description:
It was reported that the user experienced a low blood glucose of 56 mg/dl without symptoms while using the ilet, and was instructed to take 15 grams of fast-acting carbohydrates, wait 15 minutes, and recheck glucose; education and troubleshooting were completed with the caregivers who acknowledged understanding. Symptoms included asymptomatic hypoglycemia. Outcomes included the need for oral glucose treatment and user guidance. Investigation included customer interview and review of use conditions. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with user-level factors or physiologic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.